Event description:
The patient reported that she has trouble keeping v-go devices to stay on and on 8/31, a v-go came off ofpatient stomach after 11 hours of use. The patient stated that she felt pain from the needle while the v-go was becoming loose. The patient confirmed that she uses an alcohol swab to clean the infusion site but was unaware that she should slide her finger around the adhesive pad to ensure that the v-go remains secure.